Manufacturer narrative:
Date of event: exact date is unknown. Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the (trochanteric fixation nail) tfn helical blade inserter attachment screw broke while inserting the helical blade. Reportedly, nut fell off the insterter causing it to come apart and had to mallet it to get it disconnected from helical blade. It was noted also that while inserting the helical blade, the end of the helical blade coupling screw broke off leaving the shaft in the inserter still attached to the helical blade. The helical blade was successfully inserted and it took 20 minutes to take off the inserter. Finally, the bolt cutters were used to cut the shaft above where it was attached to the helical blade. The aiming arm was then attached back and distally locked to finish the case. While malleting the helical blade, the end of the coupling screw broke leaving the shaft of the connecting screw in the helical blade inserter. The following devices were damaged when trying/attempting to remove the inserter: one (1) buttress/compression nut, one (1) blade guide sleeve, and one (1) aiming arm. There were fragments generated from a broken device. The fragments were removed easily without any additional intervention. There were thirty (30) minutes of a surgical delay. The procedure was successfully completed. The patient outcome is unknown. Concomitant medical products: tfna helical blade (part unknown; lot unknown; quantity 1). Hammer/mallet (part unknown; lot unknown; quantity 1). This report is for one (1) helical blade inserter. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative: correction -b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported that the helical blade inserter is broken. The repair technician reported that the pin is bent. Bent is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on march 29, 2019 and will be returned to the customer upon completion of the service and repair process the evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 357.372. Synthes lot # 5735274. Supplier lot # na. Release to warehouse date: 07 mar 2008. Manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. This non-conformance is not relevant to the complaint condition since residue was removed and device with scratches was scrapped. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.